Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that last night they had an MRI of their lumbar spine to check a pre-existing 360 spinal fusion as patient was having some problems with their back. During the MRI, the patient stated the ins site got very warm and it hurt this morning. The patient stated that they tolerated the warmth until the MRI was finished but when the MRI tech pulled them out of the machine, they asked the patient if they were experiencing warmth during the MRI and patient confirmed they were. Patient services asked the patient if they were experiencing any ongoing symptoms like redness, warmth or swelling at the implant site and the patient responded that it hurt. The patient did not know the technical scanning conditions but reported the MRI was 30 minutes without contrast and then they added a contrast called clariscan and scanned for an additional 20 minutes. The MRI facility where this took place was DHR imaging located in (B)(6). The patient confirmed that therapy was turned off at the time of the MRI and they turned it back on again once they returned home. The patient used a heating pad on their lumbar spine daily which also covered the ins s ite and asked if the heating pad could cause problems. The patient contacted their managing healthcare provider (hcp) and had an appointment scheduled for june 3rd. The patient indicated that if the pain continued at their ins site they may go to the ER tonight. The patient stated they were taking tylenol 4 times a day for their pain.